Event description:
In 2009, a dental pt (female) received dental restoration treatment involving tooth etchant gel. Toward the end of the appointment, a blue-ish mark was removed with a wet 2x2 gauze (dentist assumed this was dye from the articulating paper). The pt called the next morning, reporting what appeared to be two burns on her cheek with no pain or tenderness. The pt was examined by a dermatologist, three days later, who confirmed two inflamed lesions on the left cheek that could be consistent with chemical irritation or mild chemical burn, and prescribed biafine cream.

Manufacturer narrative:
The material is a blue etchant gel used in the dental industry to etch enamel and dentin on teeth. It is a 40% phosphoric acid solution and, if accidentally allowed to contact skin and not immediately rinsed off with a sufficient amount of water, will produce a chemical burn. The dentist may have mistaken the blue color from the etch gel for a dye stain from articulating paper, which is used during the same procedure (as stated by the dentist). The etchant instructions for use states "contains phosphoric acid that can be harmful to skin, mucosa and eyes. In case of contact with any of these tissues, flush with copious amounts of water and seek medical assistance for appropriate treatment." Since the specific device associated with the adverse event was not returned to confi-dental, an evaluation was performed on a retained sample of the same lot of material. The amount of phosphoric acid was found to be within specifications.